Event description:
It was reported that, after surgery had been performed last year, patient experienced pain and loose knee due to a broken journey I bcs 3-4, 9mm. This adverse event was treated by revision surgery on (B)(6) 2023, in which a journey ii sz 3-4 right deep dished insert was used as exchange. It is unknown the current health status of patient.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed the fracture on the device. The clinical/medical investigation concluded that, the provided photo was reviewed and shows the broken insert. However, it does not provide any clinical insight into the reported breakage of the journey I bcs insert. Per complaint details, the patient experienced pain and loose knee due to the broken insert and revision surgery was performed in which a deep dished insert was implanted. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It is noted within the attachments that further information is unavailable. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the pain, loose knee, and revision surgery cannot be determined. No further clinical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code.